Event description:
It was initially reported that two anchor c self drilling screws at c4/5 migrated approximately 2 months post operatively. However, upon additional information received, only one screw migrated. Revision surgery was performed where the one screw was explanted. This report captures the screw that migrated.

Manufacturer narrative:
Visual: one screw was returned for evaluation. The locking ring is intact. No deformation/fracture was identified. Scratches and discoloration was identified on the screw most likely due to implantation or explanation. Device and complaint history records were reviewed for this lot, and no relevant manufacturing issues or similar complaints were identified. The screw migration was confirmed with imaging. X-ray images taken immediately post-op and one-week post-op were provided and reviewed with a medical professional. Based on the x-rays, the upper screw was most likely not locked down properly and there was minimal fixation in the bone. Per the stg: excessive pivoting or angulation of the screwdriver while attached to the screw should be avoided as it can cause damage to the screwdriver and/or screw. Note: to ensure proper depth and adequate locking when using the awl, drilling, or locking bone screws, use of a free hand technique is strongly discouraged. Use of the guide/inserter tip or low profile inserter is required. The inserter may separate slightly from the cage throughout the procedure. A gap between the cage and inserter may result in improper seating of the screw. Prior to screw insertion, ensure the inserter is flush to the cage. Screw is locked when the gold color and the black line are no longer visible. Caution: driving the black line beyond the indicated area may lead to screw and/ or cage deformation. The root causes of the reported event is not properly locking the screw during the initial surgery is what caused the screw to migrate.

Manufacturer narrative:
Device remains implanted in patient.

Event description:
It was reported that the anchor c self drilling screws at c4/5 migrated approximately 2 months post operatively. Revision surgery has not been preformed or scheduled at this time. This is the first of 2 screws.

Manufacturer narrative:
B1, b2, and h1 have been updated from "malfunction" to "serious injury" which "required intervention to prevent permanent impairment/damage (devices)". B5 has been updated with additional information received. D6b has been updated with the explant date. D9 has the date product was returned. D9 has been updated as the device has been received.

Event description:
It was initially reported that two anchor c self drilling screws at c4/5 migrated approximately 2 months post operatively. However, upon additional information received, only one screw migrated. Revision surgery was performed where the one screw was explanted. This report captures the screw that migrated.